Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased ck-mb result while using the architect i2000sr analyzer. An initial result of <0.1 ng/ml and a retest result of 1.9 ng/ml were generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of the instrument service, abbott field service evaluation of the instrument, a search for similar complaints, and a review of labeling. A review of the instrument service history did not identify any additional issues. The abbott field service representative replaced the carousel gear drive. No further issues were identified after the gear was replaced. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect 21000sr analyzer, list number 03m74, was identified.